Event description:
In 09/06, the pt reportedly hit their head over the implant site. Following the trauma, the pt reportedly experienced pain, overly loud sensation and sound quality issues between the external equipment and the cochlear implant. Three months later, the pt was seen by a co rep for device evaluation. Testing performed confirmed that the pt's device was functioning. External equipment was exchanged and programming adjustments were made. However, the reported problem was not resolved. The decision was made to explant the device. Surgery to explant the pt's c1 device is to be scheduled.